Manufacturer narrative:
(B)(4). A maquet field service tech will evaluate the device a follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that during patient treatment the pump of the cardiohelp device in question stopped due to a bubble detection. The claiming customer had some problems in resetting the bubble and therefore in restarting the pump. Therefore the circuit/disposable was taken out and it was started to handcrank. This had no negative consequences for the treated patient. (B)(4).

Manufacturer narrative:
The device was investigated by a maquet service field technician. According to the service report #(B)(4) it was tried to reproduce the claimed failure that the reset of bubble detection would not be possible by checking the bubble detection multiple times with bubble tester. The bubble detection could be reset without any incident. Therefore the claimed failure could not be confirmed. Based on the information available to the manufacturer at this time it cannot be concluded that there was a malfunction of the device in question at all. Therefore no corrective action is needed. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process.

Event description:
(B)(4).